Manufacturer narrative:
The reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information noted that the patient presented for unrelated procedure feeling dizzy and lightheaded. Upon interrogation, the lead was not sensing. The lead was found to be dislodged since implant. The physician decided to replace the device electively during lead replacement procedure. The patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardiac defibrillator exhibited far field r-wave oversensing with automatic mode switching episodes caused by the atrial lead sensing the ventricular pace events. The patient was seen and remained asymptomatic. It was unclear if there was a right ventricular lead problem causing the far field signal or if it was a device issue. The physician decided to perform no intervention. The patient would be monitored.